Event description:
Rheumatology felt it was an allergic reaction to synvisc (hylan g-f) [device allergy] ([swelling of r knee], [effusion (r) knee], [aching (r) knee], [spasms]). Case narrative: initial information received on (B)(6) 2020 regarding an unsolicited valid serious case received from healthcare professional via health authorities of united states under reference mw5097801. This case involves a patient (with unknown demographics) who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc) and rheumatology felt it was an allergic reaction to synvisc (hylan g-f). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included simvastatin; rabeprazole; terazosin; ipratropium bromide (atrovent); and salsalate. On (B)(6) 2005, the patient started using intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, lot, indication: unknown). There will be no information available on the batch number for this case. On (B)(6) 2005, after latency of 1 day, patient came in after developing right knee swelling (joint swelling) and painful spasm (arthralgia, muscle spasm). Patient was using crutches at home. It was reported that 47 cc of yellow fluid was removed from right knee (joint effusion) with some immediate relief. 2 days later ((B)(6) 2005) a repeat arthrocentesis was done for pain relieve and triamcinolone acetonide (kenalog) 20g was also administered to joint. Rheumatology felt it was an allergic reaction to hylan g-f 20, sodium hyaluronate (device allergy, onset: (B)(6) 2005, latency: 1 day). Event of device allergy and its symptoms were assessed as medically significant and required intervention, also leading to disability. Event was also assessed as adverse event of special interest (aesi). Action taken: unknown. Corrective treatment: triamcinolone acetonide (kenalog), using crutches. Outcome: unknown. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc with unknown batch number and global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology would continuously monitor adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Additional information was received on (B)(6) 2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.